Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was due to the succumbing of the terminal inside the video connector socket. It is likely the terminal buckling was caused by the scope used and occurred in the following order: (1) when inserting the scope connector into the video connector socket of cv-190, the missing part of the scope connector tip was caught in the terminal inside the video connector socket of cv-190; (2) the terminal inside the video connector socket of cv-190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Additionally, the equipment was manufactured over four years ago and the patient board-set likely malfunctioned due to an accidental failure, leading to an event in which images were not projected when the 180 scope was used. Lastly, it is likely that the pip connector was deformed because excessive stress was applied by the end user. The following is stated in cv-190 instruction manual which may have prevented the reported malfunction: "confirm that the connectors on the scope side pin connector of the video scope cable exera ii are not damaged." Additionally, the following is stated in the instruction manual which may have prevented the damaged pip connectors: "do not apply excessive force to the video system center and/or other instruments connected."

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The service technician found bent pins inside the video connector, which caused the rolling image on the scope. In addition, a picture in picture (pip) connector was found to be bent, and a faulty printed circuit board set was found to cause no image with certain scopes. The device was repaired and returned to the customer.

Event description:
The user facility reported the scope connector was damaged and the images were rolling. There was no harm or injury reported.